Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
(B)(4). The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional additionally reported patient has "concerns about bia-alcl." Additionally it was noted the patient was referred to a hospital because they had heart failure, which was deemed not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown. Device has been explanted. Healthcare professional additionally reported patient has "concerns about bia-alcl." Additionally it was noted the patient was referred to a hospital because they had heart failure, which was deemed not device related.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to spec, deformation device, crease fold and white calcification in the shell. Cloudy and air voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process."

Manufacturer narrative:
Implant date updated to no information. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown. Healthcare professional additionally reported patient has "concerns about bia-alcl." Additionally it was noted the patient was referred to a hospital because they had heart failure, which was deemed not device related. Device has been explanted.